Manufacturer narrative:
The received medical records have been reviewed by a depuy (B)(6). After review of the records it cannot be determined, with the information provided, that the complaint is product related. A root cause was not identified. The investigation could not draw any conclusions regarding the reported cup loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations reported. After review of medical record, patient was revised to address painful left total hip arthroplasty with malpositioned probably loose acetabular component. Revision notes reported that there was a fibrous ingrowth around the acetabulum which was vertically placed with significant anteversion. After removing the acetabular component, there was a large area of bone loss. Updated patient identifier and added patient's weight and height. Added medical history.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1979102, zv3dy1000, and z5de51000. A search of the complaint database finds additional reported incidents against lot code 1077365 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address acetabular loosening. Medical records were received. The revision operative report indicates that dark fluid was evidence from the acetabulum and a large amount of metal-stained synovium was removed.